Event description:
It was reported that the collected blood could not be transferred to the blood bag for re-infusion. None of the collected blood was able to be re-infused. The pt did not require a blood transfusion from a blood bank or pre-donated blood.

Manufacturer narrative:
The device was not returned to the MFR for investigation. If the device is returned, a follow up report will be filed.